Event description:
The clinician reports the implant was inserted 2020-(B)(6)in ada 19. On 2023(B)(6), loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.